Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one additional report for the metal insert and head part and lot code combinations. However, review of the as400 system show that at least 19 other devices from the reported metal insert and head lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude event report ((B)(4)) states: I had both hips replaced in 2008 with depuy pinnacle implant and summit. Cup (metal on metal). My right hip never felt right. I have had a limp and popping since surgery. On 2011, my doctor ordered blood work. I have just found out the my serum cobalt and chromium levels are elevated at 5.1 mcg/l and 3.2 mcg/l. Update 4/26/2012 - litigation papers received. They report both patient's hips and alleged severe pain, as well as elevated cobalt and chromium levels. MDR decision is being reversed, and metal liner and head are being added for both sides. Update - the complaint has been reopened because the sales rep has reported that the patients right hip was revised on (B)(6) 2012 to address pain, possible adverse reaction to elevated metal ions, and malpositioning of the cup, which was causing instability. Also, during the range-of-motion test, the 36 +12 articuleze trial head was lost superiorly into the pelvis of the patient and could not be retrieved after an hour of trying. Note: although prior information indicated that the patient's right hip was implanted in (B)(6) 2008, the supporting invoices indicate that the right hip was implanted on (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges abductor muscle repair, metal wear, metallosis and elevated metal ions. Elevated metal ions was already reported previously.